Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a friend/family member regarding the patient's external neurostimulator. Information was reported that the trial patient is in extreme pain and they don't know what do to. They are wondering if they should go to the ER. The patient has had complications since she woke up from the procedure. This was noted to be a sudden change. While on the call the caller got a got a call from their manufacturing representative (rep), so they ended the call. Additional information received from a manufacturer's representative. It was reported that the patient had a spinal fluid leak which caused their symptoms. The patient was admitted to the hospital, a blood patch was administered, and the issue was resolved. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The lead serial number and patient's date of birth was updated. No further complications reported.